Manufacturer narrative:
Additional manufacturer narrative: aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation is considered to be a perivalvular leak if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. In this case, minimal information has been provided regarding this event. The explanted device is also not available for evaluation. The root cause of this event cannot be conclusively determined with the available information. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic aortic valve, implanted approximately for three (3) years and 11 months, was explanted due to an enlarged aorta and leaking. The explanted device was replaced with another edwards bioprosthetic valve. No other details provided.

Event description:
It was learned that a bioprosthetic aortic valve, implanted approximately for three (3) years and 11 months, was explanted due to severe perivalvular leak. This patient had initially underwent aortic valve replacement for endocarditis. He had an extremely complicated postoperative course with acute renal failure and stroke, as well as prolonged hospitalization. Patient did well for a period of time, but has been followed for perivalvular aortic insufficiency and ascending aortic aneurysm since that time. He underwent a bentall procedure using another edwards bioprosthetic valve and a 30mm hemashield platinum graft with reimplantation of the coronary arteries. He also underwent ascending aortic replacement, left ventricular outflow tract and aortic root reconstruction using a bovine pericardial patch. There were no complications. The patient was taken to the ICU in critical condition. He was cleared for discharge home on pod #7.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.